Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Product event summary: the driveline extension cable and controller were returned for evaluation. The pump was not returned for evaluation. Various analysis were conducted and reviewed in order to evaluate the performance of the extension cable in relation to the reported event. Review of the manufacturing documentation confirmed that the associated pump and controller met all requirements for release. The reported event was confirmed via log analysis which revealed two vad disconnect alarms on (B)(6) 2017. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Visual examination of the driveline extension cable connector did not identify any evidence of contamination, damage or other anomalies that may have compromised the functionality of the device. Functional testing revealed that the locking mechanism of driveline extension cable worked as intended. Furthermore, a supplemental test was performed in an attempt to replicate the reported event with the returned driveline extension cable and representative samples of pump, controller and batteries; the system performed as intended. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the vad disconnect alarms may be attributed to an improper connection between the driveline extension cable and controller and/or driveline. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that during the pre-implant wet test, the driveline extension cable was connected to the patient¿s backup cont roller and after pressing 'start¿ on the monitor, a 'driveline disconnect¿ alarm occurred. The site confirmed that the driveline extension cable was fully connected and an audible click was heard. The site removed power and tried again by adding a battery. The same issue ensued. The site removed the controller from bag and the pump started on the third attempt. The pump exchange was performed without any issue. The driveline extension cable and back-up controller were returned to the manufacturer.